Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.3. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 35 mg/dl while wearing the pod between 24 and 36 hours. The patient reported they did not receive a low glucose alert. The patient was treated with dextrose in IV(intravenous). The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer (phb) data showed that the automatic glucose control (agc) functioned as intended and was able to appropriately adapt to changes in estimated glucose values (egvs) and user inputs.

Manufacturer narrative:
Correction to d4- model # from pt-002343 to pt-001662. Correction to d1 - brand name from omnipod 5 app to omnipod 5 pods. Correction to d4 - catalog # from m009-2s-ap to pod-omni-i1-6720.